Event description:
It was reported that the on/off quick bolus button is no longer responding. The device is responsive when plugged in to a power source.

Manufacturer narrative:
The device has been received for eval; however, device eval is not yet complete. A supplemental report will be submitted upon completion of the eval.